Event description:
The customer has stated that the spo2 dropped below 70%, that the nurse changed the monitor and were using the same sensor. There is no further information available as to whether the device provided alarms. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.